Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the tsw35 device was returned in good visual condition and with no reload present on the device. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired without any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as no cartridge was received for analysis. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic appendectomy procedure the surgeon took the device out of the packaging and removed the retaining tab, when the doctor fired the device it felt loose. The surgeon observed the staple line after firing and it had cut and not stapled; as he looked at the device he saw the cartridge was not in the device but in the sterile field where they had opened the package. They used another device and completed the staple line. There was no blood loss or no consequence to the patient reported.